Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the non-tortuous and mildly calcified left circumflex artery. A 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and damage was noted on the actual stent struts. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the most distal strut rows and most proximal stent strut rows, the stent struts were lifted and opening in a 360-degree dimension. The undamaged section of the crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. This type of damage is consistent with positive pressure being applied to the stent. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system during preparation. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner extrusion shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the non-tortuous and mildly calcified left circumflex artery. A 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and damage was noted on the actual stent struts. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.